Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion. It was reported that on (B)(6) 2012 patient underwent removal of vaginal mesh and cystoscopy due to vaginal mesh extrusion. A review of the batch manufacturing records was conducted and the batch met all finished goods

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and advantage were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.